Event description:
The healthcare provider reported via the manufacturer representative that three weeks after implantation the patient was experiencing swelling, redness and irritation at the implant site. The patient was prescribed antibiotics but had no change in symptoms. A possible infection was determined and the system was explanted. It was noted that the doctor had not been able to determine if an infection took place or if the patient had an allergic reaction. There were no known external factors that contributed to the issue. The issue was resolved at the time of the report.